Manufacturer narrative:
As only a portion of the lead was capped and the remaining portion remains in service, no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) was exhibiting noise on the right ventricular (rv) channel. This resulted in oversensing and pacing inhibition with subsequent inappropriate anti-tachycardia pacing and shock. Impedance measurements had also dropped from 550 to less than 200 ohms. The pace/sense portion of this rv lead was capped and replaced with the patient's prior pace/sense lead that was previously abandoned as it was functioning appropriately which was confirmed with testing.